Event description:
Info received from facility's mgr on 3/5/01 indicates that an elderly pt, who was an above the knee amputee, and was in a pennell restraint, attempted to egress the unit between the head siderail and foot siderail on the left side of the unit. The individual was still restrained by the pennell restraint and the individual became suspended off the floor. The pt later died. Rptr also stated "the pt was confused and suffered from multiple disorders.